Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the pump (hw40579) and controller ((B)(4)) were not returned for evaluation. Log file analysis which revealed three (3) low flow alarms logged on 10/mar/2021 starting at 04:52:22. Two (2) vad disconnect alarms were recorded at 5:35:40 and 07:03:53 indicating a physical disconnection of the driveline form the controller, which corresponds with the reported controller exchange. As a result, the reported low flow and vad stop alarms event was confirmed. Information provided by the site indicated that, in addition to the low flow event, the patient had a persistent ventricular arrhythmia requiring defibrillation and cardioversion. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a persistent ventricular arrhythmia requiring defibrillation and cardioversion. It was also noted that the vad exhibited low flow alarms.